Event description:
The customer reported that the evis exera iii gastrointestinal videoscope tested positive for an unexpected contamination. The issue was found during regular examination in the hospital. The customer noted there was a lot of bacteria in the scope despite the fact the scope was managed according to the instructions for use (IFU). After the first sample was taken, the scope was reprocessed and sampled a second time. The second sample showed bacterial growth. The user did not report any contamination or any other serious deterioration in state of health of any person, to which this medical device could have been a contributory cause.

Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection. Precleaning was completed immediately after the procedure and involved aspiration of water through the instrument/suction channel with a suction pump and flushing the air/water channel with air and water using the adapter. Intercept detergent was used for manual cleaning and the instrument/suction channel, suction channel, instrument/channel port, and balloon channel were brushed. The distal end was brushed with a channel cleaning brush and then flushed with an adapter. Manual disinfection was done with rapicide a & b. Prior to manual disinfection the scope was rinsed. All channels were flushed and immersed in the disinfectant and the concentration and expiration date of the disinfectant was controlled. Filtered water was used to rinse the scope. The scope was dried by wiping with a clean towel and then stored in a drying cabinet. After the device was returned to olympus, it was sent out for additional testing. The microbiological analysis report indicated the channels of the scope were cultured and the results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. During device evaluation at olympus, it was found the up/down knob could not be locked securely due to wear of the forceps elevator lever, switch #1 had a pinhole, the image had white dots and flare due to damage on the charged coupled device (ccd), the bending angle in the up direction and the play of the right/left knob did not meet the standard value due to wear of the angle wire, the scope cover was shaved, the bending section cover adhesive was cracked, and multiple parts of the scope were scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the user culture results were not shared, the reported event could not be confirmed and a root cause could not be determined. Growth of microorganisms were reported through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.